Event description:
It was reported that the customer required emergency room (ER) assistance to treat an elevated blood glucose level, cause was unknown with ketones (bg value and ketones size was not provided). Customer was treated with intravenous fluids of saline and insulin and was released from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.